Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced "problems" working near equipment such as "welders, monitors and certain radio transmitter towers". It was further reported that the patient had problems with the device while sleeping on their side. The icm remains in use. No patient complications have been reported as a result of this event.